Event description:
It was reported that 3 of the bd alaris pump module smartsite infusion sets had component separation and leaked. Verbatim: our customer (upmc) advised in 3 instances item 2420-0007 (set primary pump0 all from lot # (10)23045023 breaking in the same manner depicted in the picture.

Manufacturer narrative:
Additional information. B5: describe event or problem: it was reported that 3 of the bd alaris pump module smartsite infusion sets had component separation and leaked. Verbatim: our customer (upmc) advised in 3 instances item 2420-0007 (set primary pump0 all from lot # (10)23045023 breaking in the same manner depicted in the picture. H6: investigation summary . One photo was submitted for quality investigation. The customer complaint of separation was confirmed by evaluation of the photo submitted. The photo submitted shows that the tubing connected to the lower pumping segment fitting separated. Further examination of the tubing in the picture indicates that there may have not been any solvent applied to the tubing, as the image of the tubing does not indicate solvent residue on the tubing. A device history record review for model 2420-0007 lot number 23045023 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. The possible root cause for the separation between the tubing and the fitment can be related to the lack of solvent between the two components. This is caused by not following the work instructions and not following the one-piece flow assembly by the assembling technician. A quality alert has been issued for the correction of this issue along with additional visual aids to reinforce the correct use of the solvent dispenser.

Event description:
It was reported that 3 of the bd alaris pump module smartsite infusion sets had broken. Verbatim: our customer (upmc) advised in 3 instances item 2420-0007 set primary pump0 all from lot # (10)23045023 breaking in the same manner depicted in the picture.

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.